Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillator and right ventricular (rv) lead exhibited low shocking lead impedance measurements less than 20 ohms on a day the patient was having surgery. Noise on both rv and shock channel was also noted a month before the said procedure. Additional information was received and indicated that the cause was not determined. Noise was oversensed and led to pacing inhibition. However, no inappropriate therapy or greater than two seconds asystole had been observed. No intervention was performed. The patient would continue to be monitored. No adverse patient effects were reported.